Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The aortic neck was short and reverse funnel shaped. It was reported that when the bifurcated stent graft was deployed it accidentally landed lower than planned (see MFR # 2953200-2010-01489). The decision was made to place a thoracic cuff proximal to the bifur; however, there was not enough overlap between the bifur and the cuff and there was a junction type 3 endoleak between them (see MFR # 2953200-2010-01490). The physician did not want to further intervene and felt the endoleak would resolve on its own. No further intervention was performed. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results and conclusions: (short and reverse funnel shaped aortic neck). (Thoracic stent graft used in the abdominal aorta).